Event description:
The customer reported that testosterone no value results with instrument generated flags were generated on the access 2 immunoassay system for three patients on two days. This report is one of two and represents the testosterone no value results with instrument generated flags which were generated on the access 2 immunoassay system for two patients on (B)(6) 2011. The instrument flags were indeterminate flags which are indicative of a result that cannot be distinguished from a system failure. Beckman coulter inc. Assessment of customer supplied performance data indicated that the testosterone assay calibration performed prior to the event generated s0 relative light units which were one half that of release data. Beckman coulter inc. Customer technical services advised the customer to recalibrate the instrument assay and repeat the patient samples utilizing the same reagent and calibrator lots, but a fresh box of calibrator. After recalibration, the repeat results of zero (0.00) ng/dl were generated for both patients. The initial testosterone no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information, sample handling/collection and actual repeat patient results data were not provided by the customer. The customer indicated that instrument testosterone quality control results had recovered within the customer's established specification during the timeframe of the event. A routine system check executed prior to the event generated results which met instrument specifications. Beckman coulter inc. Assessment of customer supplied data revealed additional patient assay results had been provided by the customer. However, the customer did not report any issues with other assays or patient results. These results were not questioned as erroneous.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Customer technical services guided trouble shooting resolved the issue. A definitive root cause has not been determined to date for this event with the data provided. Associated mdrs: 2122870-2011-06034, 2122870-2011-06035.